Manufacturer narrative:
Additional information: d2b, d9, g3, h3, h6. One unpackaged ar-1588rt tightrope®, batch 15234474, was received for investigation. Visual inspection of the returned device noted that the white sutures were torn. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is user error, attributed to excessive force during suture passing, tightening, or tensioning. The complaint allegation is confirmed. Refer to the attached investigation photos.

Event description:
On 1st sep 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1588rt, acl tightrope® rt, the suture broke off suddenly when retrieving the implant. This was detected during a cruciate ligament reconstruction surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1588rt. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.